Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported there was no known cause detected or observed and they were given a new controller. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she is in more pain. She had a new program added on about a month prior to the report ((B)(6) 2020) that was "very good." The patient stated that she has been meeting with the manufacturer representative who adds on 3 new programs every time she meets with them. They set up group b that was a "variation" of the previous settings that were programmed on the implantable neurostimulator. Pt states that she suddenly got worse and group b is not as successful for pain relief. The patient noted that her pain has ¿never quit.¿ the patient confirmed that she hasn't had any falls or traumas. It was confirmed that group b was active (with program available). The patient states that she does better with lower stimulation (as opposed to higher stimulation), and that when she switches groups, she has an increase of pain for a few days. The patient states that she might switch to group c. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that her stim would not shut off on its own. The patient stated that she would never shut stim off because she needs stim on all of the time. The patient stated that the first time her stim shut off, she noticed it when she went to check her ins charge level, the patient came to the conclusion that the stim was off for about 12 hours the first time. The patient reported that this occurred a second time yesterday (B)(6) 2019 because her ins was at 100%, so stim must of been off for 24 hours because she charges once a day. The patient stated that after the second alleged ¿turning off instance¿, she went to turn stim back on yesterday, and her controller turned on program c when she is always on program b. The patient reported that her controller is malfunctioning. The patient additionally reported that she always does the same routine and when she went to check her ins charge level, she noticed that her controller was unlocked and not locked like normal. The patient stated that she did not unlock the controller prior to this event. Email sent to repair for a new controller. The patient stated that she is still in the process of getting optimal therapy results because she has not seen at least a 50% reduction in symptoms since implant. The patient stated that her back varies, so it¿s hard to tell if the device is helping. Additional information was received from the patient. It was reported that the replacement of the controller resolved the ins turning off and switching groups unexpectedly. The patient said they were continuing to charge the programs to attempt to resolve not seeing a 50% reduction in symptoms. Additional information was received from the patient. It was reported that the ins was staying at 100% and not depleting. The patient thought that the battery should be depleting based on their settings. The patient stated that controller replacements have not resolved their problems. The patient reported that the new controller was turning off on its own and unlocking by itself. It was also reported that the stimulation was turning off on its own and changing programs by itself with the new controller. The patient reported that they were on group c and determined that adaptive stimulation was not turned on. No further complications are anticipated.